Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient reported loud sounds when using the device. It was further reported that the change is sound quality occurred after a procedure to remove ear wax. The electrode array was found to have migrated out of the cochlea. The device was explanted on (B)(6), 2011